Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2023 for a follow-up. Review of the transmission revealed that the pacemaker was incorrectly sensing high rates episodes. The device will not be reprogrammed but monitored going forward. There were no adverse consequences to the patient.